Event description:
The user facility reported that clear fluid was observed coming out of the oxygenator's gas outlet port, just prior to initiating bypass, during an emergency dissection. The unit was changed out, and the case was completed successfully, without any further complications. The pt is reported to be "fine" and recovering nicely. Add'l event specific info was not available.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This eval confirmed a broken hollow fiber to be the cause of the reported leakage. All units are leak tested during production, and there were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. All manufacturing personnel have been made aware of this report. The device labeling does address the potential, for such an occurrence with specific directions to prime the entire oxygenator circuit, while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.